Event description:
Event 1: [redacted date] mfg: boston scientific/electrophysiology (ept) mfg product code: m004pf41m401, lot: 35439628. The splines of the ablation catheter inverted after placement into the patient. The catheter was removed and replaced with no harm to the patient. Event 2: [redacted date] mfg: boston scientific/electrophysiology (ept) mfg product code: m004pf41m401, lot: 35547864. After placement of the ablation catheter into the patient, one of the splines of the ablation catheter became inverted. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg notified by site.